Event description:
Report received for an undocumented number of undocumented incidents of the tubing "rupturing" during use with a power injector. The customer reports that the usual setting on the power injector is 90psi. It will not be set above 150psi. The volume of contrast to be injected varies between 100cc's-125cc's. The tubing is noted to split lengthwise down the tubing set. It has occurred when the pt had received about 75cc's-80cc's of the contrast solution. The staff has noticed when the tubing starts to split and the injection is stopped immediately. The staff pinches off the tubing and then changes the tubing set. There has been no report of pts' experiencing blood loss. None of the IV sites have needed to be re-started. No report of adverse pt effect. Add'l pt info was requested, but no further info was available.